Event description:
Determined to be reportable based on analysis approved on 04 september 2006: it was reported that in preparation for a pci procedure, the distal tip of the floppy rtw guide wire was bent. The procedure was successfully completed with another floppy rtw guide wire. No patient injuries or complications were reported. Patient status is listed as "good." Device analysis indicated the wire fractured.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual examination of the wire confirms that the wire was kinked at approximately 43 cm from the spring tip. Returned product analysis also revealed that the wire had fractured at approximately 78 cm from the spring tip. Evidence of rotational wear is present at both fractured ends of the wire. The device history records were reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. Based on the analysis, technique of use is the probable cause of the wire fracture.